Event description:
On (B)(6) 2014, a call came in from a pentax sales rep stating that on (B)(6) 2014 a pt was scheduled for elective ebus procedure with a pulmonologist at (B)(6) hospital located in (B)(6). The physician experienced "more resistance than usual" when passing sheath/needle through the ebus scope. The physician was able to procure tissue for specimen, however upon completion of procedure, the physician noted small black particles shed from inside the ebus scope. The physician is not sure if debris (small black particles) were left inside the pt. Pentax medical rec'd confirmation and add'l info of the event on (B)(6) 2014.

Manufacturer narrative:
(B)(6) hospital returned ultrasound video bronchoscope model eb-1970uk, serial (B)(4) to (B)(6) medical on (B)(6) 2014. The scope is currently under eval.